Event description:
It was reported that the pt experienced an underdose, with a resulting increase in the level of baseline pain, and sweating. This was the first occurrence of these symptoms, and began two days prior to this report. The pt's pump contained fentanyl and clonidine. There was no information provided regarding the concentration or dosage of the medications used in the pt's pump. No further details or pt outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).